Manufacturer narrative:
(B)(4). Approximate age of device - 5 days. The device was returned assembled. The driveline was severed approximately 5 inches from the pump housing. The severed portion of the driveline, the sealed inflow conduit, sealed outflow graft, bend relief, and bend relief collar were not returned. The outlet elbow was returned attached to the pump. The outlet stator revealed a pink, soft deposition which was loosely seated. There was no evidence of lamination or denaturing and there were no contact marks on the rotor to indicate that it was present in the pump while the pump was supporting the patient. The evaluation could not conclusively determine the origin of the deposition nor the duration of its presence in the pump. Although the duration that the deposition in the outlet stator was present could not be determined, if it was passing through the pump, or in the pump during operation, it could have potentially caused power elevations and elevated lactate dehydrogenase levels. No other depositions were identified. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. The instructions for use lists thrombus as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that initially the pump powers and estimated flow readings were normal; however, shortly after implant the pump parameters changed and the flow and pump power values were high. The patient''s lactate dehydrogenase (ldh) level was approximately 1300 u/l. The patient was placed on extracorporeal membrane oxygenation (ECMO) on an unspecified date. Pump thrombosis was suspected and the patient received a pump exchange on (B)(6) 2017. No further information was provided.